Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the peritoneal dialysis registered nurse stated that they had left the patient¿s room with the unused lines clamped. When she returned, the lines were open and the cycler was alarming with an m31 air detected in cassette warning during drain five of seven of the patient¿s therapy. The patient had drained 1424ml of an expected 2500ml at the time of the alarm. Upon removing the supplies, it was noted that the cassette was damaged and that fluid was leaking inside the cycler. The patient's identity was not provided and follow up attempts with the patient¿s peritoneal dialysis registered nurse were unsuccessful in obtaining additional information. At this point in time, there has been no report of patient injury or medical intervention required as a result of the reported leak. It is unknown if the patient completed treatment following the leak. A replacement cycler was scheduled to be delivered to the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test was performed and the cycler passed without any noted leaks during the evaluation. The cycler also underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.